Event description:
It was reported that the product was overheating during a procedure. Another device was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported was duplicated. There was corrosion build-ip found inside the blade mount assembly. The corrosion/debris found causes a loss of lubrication in the components. This friction increases the temp as the device operates. The complete blade mount assembly was replaced to repair the saw. The product repaired and was returned to the customer. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/process changes related to this confirmed failure.